Event description:
The customer reported a clear fluid leak of approximately 2ml from the aspiration probe on a coulter lh 500 hematology analyzer during startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. Troubleshooting with a customer technical support (cts) representative over the phone failed to resolve the issue, and a service visit was requested. The customer was wearing personal protective equipment consisting of gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed the leak from the probe. The fse found a broken wire at solenoid (sl) 17 causing the leakage. The fse attached a new quick disconnect (qd) to wire for sl17 to resolve the leak. The repairs were verified per established service procedures. (B)(4).